Event description:
A user facility reported this mask leaked while it was being used in a pt. There was no reported pt injury or problems. Please note that this reportable event was missed during a corporate reorganization. It was subsequently found during a routine audit.